Event description:
Patient reported they went to an orthodontist who they are now seeing regularly due to their alignment and the alignment plan that is not recommended by their orthodontist. Letter of recommendation is pending.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.